Event description:
Reportedly, the device would not defibrillate the pt when using the therapy cable. Another crew member connected a backup therapy cable to the device and reportedly continued pt treatment without delay. The pt was not resuscitated. The facility indicated pt care was not compromised because there was no interruption in treatment resulting from the reported discrepancy.